Event description:
Caller states that the pt tested 4.2 inr on device and 106 inr on a second device while a comparison lab returned as 1.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used with second device: 372a, 1/31/08.